Event description:
Discordant, falsely low sodium and chloride results were obtained on four patient samples on a dimension xpand with hm instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument after troubleshooting, resulting higher. The samples were repeated on a dimension rxl max instrument, resulting higher than the initial results. The repeat results from the dimension rxl max were reported to the physician(s). It is unknown if there are reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium and chloride results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The tsc instructed the customer to prime the pump, and the pump rate returned to acceptable range. Tsc had the customer bleach clean the integrated multisensor technology (imt) system, clean the port and replace the imt sensor. Diluent check and quality controls were run, resulting within range. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of discordant, falsely low sodium and chloride results is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.